Event description:
The report received indicated that during a carotid stenting procedure, the physician was using the angioguard emboli capture guidewire system; however, the physician found that the tip of the capture sheath was kinked and could not capture filter after he inserted and advanced the capture sheath near the filter basket. The physician withdrew the capture sheath and decided to use another capture sheath to capture the filter and complete the procedure. The procedure was finished successfully without any injury or adverse consequence to the pt. Additional info indicated that it was unknown whether the kink occurred after the sheath was inserted into the pt, or if it was kinked prior to use. The physician was not aware of any problem encountered during the procedure, which may have contributed to the event. The target lesion was the carotid artery; the lesion was neither calcified not tortuous.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. Additional info will be submitted within 30 days upon receipt.